Event description:
Repair statement - allegedly unit will not start key failure - power switch is defective per independent repair center statement, unit will not start. The key failure was that the on/off switch was defective.